Event description:
The pt was implanted with a siltex saline mammary prosthesis on 9/17/97. Subsequently, the pt experienced a deflation of the device and extrustion of the device. The device was removed on 6/16/98.